Event description:
Patient has known atrial lead fracture and has been programmed vvir since 2019, but lead warnings continue to be noted in observation of carelink. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).